Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported because an x-ray was performed to check for foreign body after a frayed cable was found on the mega suturecut needle driver instrument. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received a user facility medwatch (B)(4) from the site with the following description: it was reported that during a da vinci si sacrocolpopexy procedure, the cable on a mega suturecut needle driver became frayed. Per the hospital's policy, an x-ray was taken. The x-ray confirmed there was no foreign body in the patient's abdomen. It was reported that there was no known impact or consequence to the patient.